Event description:
It was reported that the user contacted support to ask whether cold weather or cold medications affect blood glucose and also reported a low blood glucose event, with a measured value of 64 mg/dl that improved to 72 mg/dl after oral glucose treatment. Symptoms included hypoglycemia. Outcomes included transient low glucose that resolved with self-treatment and no further assistance requested. Investigation included troubleshooting and education advising the user to consult their healthcare provider regarding potential effects of cold or cold medications on blood glucose. Investigation of this case revealed no device malfunction based on the available information and user-reported recovery after carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.